Event description:
Customer called to report a hospitalization for high blood glucose. The current blood glucose reading is 344 mg/dl. Customer experienced nausea and vomiting. Customer has treated for high blood glucose. The blood glucose reading at the time of the event was over 400 mg/dl. Customer experienced sweatiness and chills. During troubleshooting, the programming is correct. Manual prime is correct, the insulin exits the tubing. The high pressure test passed. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.